Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient began to experience word finding difficulty. The patient went to an outside hospital emergency department for a cough but was not admitted. The patient had an infectious disease office visitation on (B)(6) 2018. It was decided there that the cefepime should be continued. The nurse noticed the patient's slurred speech and a head CT (computerized tomography) was performed. The following day the patient presented to the emergency department for tingling legs and a repeat head CT was performed. Both were unremarkable. It was decided that cefepime should be stopped as this might be contributing to the encephalopathy. The acute toxic metabolic encephalopathy improved after cefepime was discontinued. Cefepime was not given during the patient's hospitalization. It was reported that the patient noticed ecchymosis on the right flank since (B)(6) 2018. It had enlarged on (B)(6) 2018. A CT (computerized tomography) scan was taken and found a large rectus sheath hematoma. Warfarin was stopped while the patient was admitted and restarted upon discharge on (B)(6) 2018.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a specific cause for the reported neurologic dysfunction and bleeding as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii lvas IFU lists neurologic dysfunction and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.